Event description:
Update 5/29/15-pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain. The liner was also noted to be asymmetry anteriorly. No labs were provided for the alleged high metal ions. There was no mention of any infection. The stem is being added and the part/lot is being update for the screw. The complaint was updated on:6/23/2015.

Manufacturer narrative:
Patient was revised to address generalized hip pain. Doi unk - dor (B)(6) 2012 (hip). The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the depuy screw as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address generalized hip pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2398142. A search of the complaint database finds additional reported incidents against lot code 2421478 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy screw. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Manufacturer narrative:
Update: (B)(4) 2013 - litigation papers received. Date of implant and side have now been identified. There is no additional information that would affect the outcome of this investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: (B)(4) 2013 - additional litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, infection and difficulty ambulating. Depuy considers this complaint closed at this time.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.